Manufacturer narrative:
Investigation summary: hypovolemia: the cause of the injury was not determined due to insufficient clinical details. Pump suction: clinical reported suction that resolved with prbc's. The product was not returned for investigation. Data log review confirms suction alarms triggering. At this time, placement signal dropped and started to trend down. Placement signal then started to slowly increase again, which was likely due to albumin and prbcs being given. The cause of the suction was most likely related to the patients condition, as placement signal was trending down prior to volume administration, and clinical reported the patient was in poor conditions. Hemolysis: clinical reported hemolysis occurring which led to decision to remove the pump. The pump was in proper positioning. The product was not returned for investigation. Data log review shows a downward trend in placement signal and clinical stated the patient was in poor condition. There were no positioning issues or motor current spikes observed. The cause of the hemolysis was most likely related to the patients condition, as placement signal was trending down prior to volume administration, and clinical reported the patient was in poor conditions. Device history lot: device lot number: 1954317 device history batch: subcomponent lot: n/a device history review: pump sn (B)(6) passed all post sterile inspection criteria.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The patient lost pulsatility which was resolved with albumin administration. Suction also occurred, which was resolved with packed red blood cells. Hemolysis was also reported, with echocardiography confirming satisfactory position. Staff eventually decided to explant the pump. The patient¿s outcome is unknown.